Event description:
The procedure was stenting of the left femoral artery. A wire had been advanced through the diseased left sfa and the catheter tip that was part of the protege everflex stent, broke off and was in the mid-left superficial femoral artery. A 6f sheath(70cm long) was then advanced up and over the aortic bifurcation and into the mid-left superficial femoral artery where the entire foreign body was retrieved intravascularly assisted by the surgeon.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.several requests for additional information, including the return of the device has been made. Should the information and device become available a supplemental report will be submitted. (B)(4): product not released from site yet.